Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were spitting out sideways and not closed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was received in good visual condition. A bag with two malformed clips was returned along with the device. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and the remaining clips were ejected; finally the instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.